Event description:
The customer observed elevated architect ca19-9xr patient values when reagent lot 08852m500 was in use. The customer stated patient values generated with the recalled reagent lot were roughly double than values generated with the previous lot of reagent, and the results were not consistent with the patient's clinical history. The customer provided data as follows in u/ml: sample #16, non recalled lot = 9.5, lot 08852m500 = 38.8. Falsely elevated architect ca19-9xr results were reported to the medical provider, however, there was no known adverse impact to patient management.

Manufacturer narrative:
(B)(4). Evaluation of the issue revealed that the conjugate component of the architect ca19-9xr affected reagent lots contributed to elevated ca19-9xr patient sample concentrations. All affected lots share the same conjugate component. Abbott issued a product recall for the six affected lots (08851m500, 08849m500, 10122m500, 08852m500, 08853m500, 10040m500) of the architect ca19-9xr reagent, instructing customers to discontinue use and destroy any remaining inventory of the affected lots.